Event description:
During routine testing of the device, the user reported that the on/off switch was not functioning as expected. No other details regarding the nature of the event were provided. The monitor was originally returned for an erratic display when the on/off switch issue was found. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.